Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a drain line of a homechoice automated peritoneal dialysis (pd) set with cassette was missing the connection cap. The missing component was found before use. The patient used a new cassette to complete pd therapy. There was no patient injury or medical intervention. No additional information is available.